Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay I critical therapy following a leak. The unspecified tubing set was being used to deliver an unspecified pain medication via an unspecified pt controlled analgesia pump. No specific pump programming parameters were provided. After an unspecified length of time, it was reported the pt's "pain not controlled effectively multiple boluses and doses administered to the pt." After an unspecified length of time during visual inspection of the tubing set, the customer contact stated a "leak at the bottom part of the antireflux valve of the y-port" was noted. The tubing set was replaced and the therapy was resumed. The physician was notified and "add'l medication orders were received", however, no specific details were provided. Though requested, no add'l info was provided including, the number of bolus doses administered, the medication that leaked and the specific add'l medication orders that were received.